Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the reliance cart washer. User facility personnel informed the technician that the employee subject of the event was removing items from the cart washer when the door began to close. During this sequence, the employee's hand made contact with the door handle causing the reported event to occur. The technician inspected the unit and found the hinges of the washer's door were loose causing the door to not stay open. The technician adjusted the door hinges, sanded down the door handle, ran a test cycle, and found the unit to be operating according to specification. The washer was returned to service. A two-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported an employee obtained a scrape on their hand while operating their reliance cart washer. The employee received a bandage and ointment and returned back to work the same day.